Event description:
Patient reported that her up, down, and ok button are intermittently responsive. Patient states this began several months ago and has gradually gotten worse. Patient denies trauma to keypad. No peeling or tearing was reported on the device. The pump was replaced. There is no evidence that the alleged issue caused or contributed to an adverse event. The complaint is being reported due to the intermittent issues with the buttons.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow, ok and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.